Manufacturer narrative:
Device had broken belt clip rail. The p-cap able to lock in place. Device passed displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the clip rails were broken. Customer stated there was physical damage to the reservoir lip ring. Customer stated that the insulin pump was not dropped or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.